Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a call service alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the last basal delivery was on 7/26/2015. The black box data from the date of the complaint has been overwritten due to continued use of the device. There was no evidence of ca 064 alarms observed. ¿ez-prime¿ steps were performed correctly with no ¿cs064¿ alarm or any other errors, alarms or warnings during the investigation. The product performed within specification. The pump¿s cover was removed and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.